Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker tibial baseplate. The other devices listed in this report are an unknown femoral and patellar component. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Medical review indicated there is no evidence of factors of faulty prosthetic design, manufacturing, or materials being responsible for this infected left total knee arthroplasty, which presented five years status-post primary surgery. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding infection of an unknown baseplate was not confirmed.

Event description:
It was reported that the patient had surgery (B)(6) 2008; however, our ernrx at the time were not electronics and catalog/lot information is unavailable. After subject sustained fall in his tub (B)(6) 2013 he started having a series of issues with his knee. In (B)(6), subject's knee became infected and (B)(6) 2013 an explant was conducted and antibiotic spacer was implanted.

Event description:
It was reported that the patient had surgery (B)(6) 2008 however our ernrx at the time were not electronics and catalog/lot information is unavailable. After subject sustained fall in his tub (B)(6) 2013 he started having a series of issues with his knee. In (B)(6) subjects' knee became infected and (B)(6) 2013 an explant was conducted and antibiotic spacer was implanted.